Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that they had uncomfortable stimulation/ overstimulation. Therapy was not on. The reported issue was related to positional movements. There were no falls/ trauma related to this issue. Amplitude was decreased and this resolved the uncomfortable stimulation. It was noted that the patient had retention after a care giver increased stimulation to an uncomfortable level of 1.6v from 1.1v. On the first day of the trial during programming 1.2 was too strong. Onset of symptoms was reportedly sudden. The patient was scheduled for a permanent implant. It was noted that the patient had memory issues due to her age.